Event description:
It was reported that intermittent malfunction alarms occurred. The customer experienced an elevated blood glucose (bg) level that was 600 - ¿high¿ on continuous glucose monitor. Customer addressed their bg with a manual injection, however, went to the hospital subsequently admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy.